Manufacturer narrative:
Conclusions: according to the information received, the device was not providing benefit to the recipient due to the active electrode being inadvertently inserted into internal auditory canal, as confirmed during explantation surgery. In addition damage to the active electrode which is consistent with minute device mobility was found during investigation. The problems given in the recipient report appear to match the damage found. This is a final reprt.

Event description:
The recipient was explanted on (B)(6) 2021 because it was discovered that the implant was not in the cochlea, as reportedly confirmed by imaging.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted on (B)(6) 2021 due to a wrong position of the electrode array.